Event description:
Customer reportedly received results of 94 mg/dl, 304 mg/dl, and 99 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however customer discarded test drum vial; replacement was sent.